Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt had damaged cables. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrode was ripped from the dn. Additionally, the cable connecting ECG "a" and ECG "b" was cut, exposing the pulse wire within the cable. The root cause for the damaged cables could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.